Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00038. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00038 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
First jada system fell out when patient moved during two resuscitations [device expulsion]. No additional ae provided [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse via regional manager, referring to a non-pregnant female patient of unknown age. The patient's medical history included singleton fetal demise. The patient¿s current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial# and expiration date were not reported and model#: 2.0) via intrauterine route for postpartum hemorrhage. On an unknown date, first vacuum-induced hemorrhage control system (jada system) fell out when patient moved during two resuscitations (device expulsion). Another vacuum-induced hemorrhage control system (jada system) was used but hemorrhage continued. Bakri uterine balloon was initiated, and patient was transferred to another hospital. The second vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. After initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was another bleeding episode. The patient sought medical attention. No product quality complaint (pqc) reported. No additional adverse event (ae) (no adverse event) or information provided. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on an unknown date. The outcome of device expulsion was unknown. The reporter¿s causality assessment was not provided. Upon internal review, the event device expulsion was determined to be serious due to medically significant and required intervention (devices). This case was linked to same patient linked cases included vacuum-induced (jada system) was used but hemorrhage continued (device ineffective) (reported in oars#: (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report: added seriousness criteria as medically significant for event device expulsion and model#: as 2.0. Updated link statement from narrative. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted (B)(4) MFR number: 3002806821-2024-00038. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00038 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.